Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer delivered a bolus and did not believe it was delivered. Subsequently, customer replaced infusion set and delivered a subsequent bolus, resulting in insulin being stacked as both boluses were successfully delivered. Customer required assistance from parent to treat bg level via injection of glucagon and consumption of carbohydrates. Additionally, paramedics were called, however, when paramedics arrived customer's bg was stable and customer refused treatment. The customer was instructed to consult with healthcare provider regarding bg level.